Manufacturer narrative:
(B)(4). Date sent: 02/13/2023. D4: batch # 737a72. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tct10 device was received with no apparent damage and with two trt10 reloads present (b and c). The reload (b-419a95) was received unfired, the swing tab and both forks were broken off, making the reload nonfunctional. The reload (c-300a80) the proximal 41 drivers up without staples, and the remaining drivers down with the swing tab in the locked position. The reload (c) was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. The damage on the reload (b) has consisted of an improper loading technique. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 737a72, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Did the reload lock out and would not work? 2. Did the reload begin to staple and cut, but then jammed? 3. Did the device cut? 4. If the device cut, was the cut line complete? 5. Were the cut line and staple lines equal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that only 4 staples deployed, and the rest did not. To complete the trans-section, the staff opened another proximate linear stapler which was functioning fine. There was no patient injury, no delay to or time, and no impact to the team/theatre environment. The surgeon is very familiar with our product and a regular user of this product (per clinical staff advise). Procedure: unknown.